Manufacturer narrative:
Reported event of under-sensing was not confirmed. The device was above end of service (eos) level upon receipt. Analysis of session records indicated that device has reached eol due to normal usage. Further analysis was performed with new battery and no anomalies contributing to reported event of under-sensing was noted. Longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited under sensing. Programming changes were made, however, the icm's under sensing persisted. No additional intervention was performed. The patient was in stable condition.